Manufacturer narrative:
It was reported the patient has effective therapy and no surgical intervention was performed on the lead. There is no device malfunction.

Event description:
It was reported the patient has effective therapy and no surgical intervention was performed on the lead. There is no device malfunction.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient has high impedances on one lead. As such, surgical intervention may occur to address the issue.